Event description:
The initial attorney reported alleged pain, requiring substantial medical treatment, scanning, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2007: pt underwent repair of an incisional hernia with a composix kugel. On (B)(6) 2007: pt admitted to hospital for infection in abdominal wound. Treated with IV antibiotics, incisional and drainage of fistula, explant of ck patch.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. The info provided indicates that the pt was treated for an infection. Although there as no culture report provided to confirm the infection, the warning section of the IFU states "if an infection developed, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, the pt was reportedly treated for a fistula which is a known adverse event listed in the IFU. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no connection can be made between the adverse outcome reported in the davol device used in the case.